Event description:
Lens was inserted into the eye, and when the lens was delivered it decentered and then tore the posterior capsule and went into the vitreous. A limited anterior vitrectomy was performed prior to sending the pt to a retinal surgeon the next day. The retinal surgeon performed a full vitrectomy and lens explant.